Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a proximal left anterior descending artery. When the 3.00x16mm taxus liberte' drug eluting stent was advanced through a non bsc guide catheter, the physician felt resistance and the device appeared stuck in the guide catheter approximately 50cm distal to the hub. The physician was unable to advance the device to the lesion. The device and the guide catheter were removed together and when the device was removed, stent damage was noted. The procedure was completed with another taxus liberte' stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4) - the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)